Manufacturer narrative:
As received, a partial lead (only distal portion) was returned in one piece measuring 51.2/ 52.2 cm (outer insulation/ inner insulation) with extraction tool found stuck inside the lead. The reported event of noise was confirmed. External insulation abrasion breaching the outer insulation and exposing the outer coil was found at 39.1 ¿ 39.4 cm from the distal tip consistent with friction to the device can. The cause of the noise was due to external insulation abrasion. The reported event of fracture was not confirmed. Visual and x-ray inspections of the partial lead did find any indication of conductor fracture.

Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented remotely via merlin. Net. Upon investigation, noise was found mixed over the basal line. Lead breakage was suspected. The patient presented in clinic for follow up. No noise was reproduced during lead testing. No lead impedance anomalies were found after various tests were performed. The physicians suspected incomplete lead breakage, but the physicians elected to monitor. Over time, the noise became frequently observed, and the physician determined the lead should be replaced. The lead was explanted and replaced. The physician remained concerned on whether any lead impedance anomaly will be found during device evaluation. The patient was stable.